Event description:
The pt complained of chest pain and decreases in st were observed on the ECG. The pt went into cardiac arrest and pt was put on pcps and coronary angiography was conducted. Thrombus was observed in the implanted cypher at the lad. To treat the thrombus, aspiration and balloon angioplasty were conducted. And intra-aortic balloon pump was inserted and the patient was put on a respirator and returned to the ICU.